Manufacturer narrative:
Per (B)(4). Additional information, including analysis of the device (if returned) and review of relevant device manufacturing records will be provided in a supplemental report upon completion of the investigation.

Event description:
A unity patella caliper was identified by a company representative as having a sharp knob. The company representative cut slightly her finger while manipulating it. This occured while testing instruments in the office.

Event description:
A unity patella caliper was identified by a company representative as having a sharp knob. The company representative cut slightly her finger while manipulating it. This occured while testing instruments in the office.

Manufacturer narrative:
Per -2625 final report the appropriate device details were provided, and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to specifications at the time of manufacture. All parts were inspected to ensure that the part was free from burrs or sharp edges. The device was returned and the knob was checked. It was identified as not sharp. It was not possible to reproduce the failure mode on the knob of the caliper. The knobs of other calipers from the same batch were evaluated and considered as acceptable. Based on the above, the root cause of the finger cut on the knob could not be identified. No further investigation can be performed on the unity patella caliper knob. Based on this, corin considers this case closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.